Manufacturer narrative:
Philips has investigated this complaint. Based on further investigation, the system was outside of clinical use when the issue occurred and there was no issue with the system's image processing pc (ippc). The philips field service engineer (fse) inspected the system onsite and confirmed that the system was down and that the flexvision pc was not working properly. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code, evaluation method code and component code were corrected.

Event description:
It was reported to philips that the device was not booting. There was no harm was reported. A philips field service engineer (fse) visited the site and confirmed the image processing computer (ippc) failed. The fse replaced the ippc, and the device was returned to expected functionality.